Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, the reported device damaged by another device (caused damage) was due to user technique/procedural conditions as this clip interacted with an already implanted clip. The reported poor image resolution was due to challenging anatomy and procedural conditions. The reported positioning failure (leaflet grasping) was likely due to the challenging anatomy and the visualization challenges therefore due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The ntw clip referenced are filed under separate medwatch report number.

Event description:
This is filed to report the clip caused damage. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4+. Imaging was challenging. The ntw clip was implanted successfully. To further reduce mr, an nt clip was advanced, the nt clip came in contact with the ntw clip and the ntw clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Grasping attempts with the nt clip was difficult, the nt clip was not implanted and was removed. An ntw clip was implanted lateral stabilizing the slda clip.mr was reduced to 1+. The patient was stable. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.